Event description:
This is a report from baxter (B)(4) of a colleague infusion pump in which the keypad buttons on channel a were inoperative. The reported condition occurred before use. There was no patient involvement, injury, or medical intervention associated with this event. This device utilizes user interface module master software version 5.48.92 categorized as remediated.

Manufacturer narrative:
The reported condition of keypad buttons on channel a were inoperative was confirmed due to fluid ingress. The pump head module keypad was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).